Event description:
It was reported that deuring hospitalization the pt suffered a stroke. The condition was not pre-existing and it is unknown if related to the device. No action/treatment was performed and the event resulted in new/prolonged hospitalization.

Event description:
Stenting procedure was april 2005. It was reported that during pos-procedure, the patient suffered a stroke with left homonymous hemianopsia and left upper extremity weakness and mild right gaze preference and mild right facial praesthesia. The condition was not pre-existing and it is related to the right carotid artery stenting. CT of brain showed focal hypodensity in right frontoparietal region. No action/treatment was performed and the event resulted in new/prolonged hospitalization. The symptoms resolved after a few days, and the patient had no neurologic deficit at discharge in may 2005.